Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the metal ring on the outflow graft bend relief lacerating the outflow graft while the surgeon attempted to connect the two could not be confirmed through this investigation as no photos were provided by the account and no product was returned for evaluation. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number, (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the outflow graft to the pump. The IFU warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. The relevant sections of the device history record for the outflow graft assembly, lot number 8621596, was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the metal ring on the outflow graft bend relief lacerated the outflow graft while the surgeon attempted to connect the two. The surgeon repaired the outflow graft with suture and chose not to use the bend relief. It was later reported that the patient was alive and progressing to inpatient rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.